Event description:
It was reported that intraoperative air was aspirated into the leadless implantable pulse generator (ipg) introducer sheath, and no backflow of blood was observed when flushing was performed. Several attempts were made, including pressing the valve to prevent airfrom being drawn in and flushing multiple times, but no improvement was seen. The introducer sheath was replaced. The leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: mc2avr1, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.